Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had called to inquire how to turn their handset on and how to access MRI mode. Walked the patient through connecting to their settings and the patient said when seeing their settings: "0.8 on program 2. I thought it was on program 1." The patient stated they'd called the manufacturing representative (rep) once when they'd been experiencing discomfort and decreased the stimulation but they didn't think they switched programs. The patient stated the rep at the time told the patient to just decrease the stimulation and not to go to program 2. Reviewed with the patient that their settings were not expected to change on their own. The patient also said at one point, they thought that the stimulation had been at "21 or 22" but that now it was at .8 (ma). Reviewed the maximum the patient could go to on their stimulation level was up to 12.5 ma. The patient ultimately said they weren't sure what they had been at before. The patient further elaborated on their discomfort they experienced from the stimulation, that it had happened probably 3-4 days after they were implanted, they started feeling a pinching sensation so after 3 days of the pinching, they called the rep to tell them of the discomfort and that was when the rep had them lower the stimulation. The patient stated turning the stimulation down helped with their discomfort and they hadn't touched their settings again until on the call today. Reviewed external device function with the patient and MRI mode. When the patient deactivated MRI mode they said "oh I feel it now again" like a little "blurp" for a moment when they turned the therapy back on. The patient said it felt "fine" but then after a few moments they barely felt the stimulation again and it was comfortable. The patient may call back for assistance if they check with their managing health care provider (hcp) about their settings and the hcp tells them to switch to a different program.

Manufacturer narrative:
Date of event: event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.